Event description:
It was reported that this implantable pacemaker recorded noise oversensing, marking the noise as atrial flutter. As the r-waves were large, the sensitivity was re-programmed. The patient will continue to be monitored. Additional information received indicates the noise is showing in both the right atrial (ra) and the right ventricular (rv) leads, and there is a spike in impedance observed. Technical services (ts) discussed the potential for lead issue versus spring contact and recommended in-clinic testing to rule out a concern with the lead integrity. The lead trending does suggest a possible spring contact issue with spikes in impedance, but a lead issue cannot be ruled out without further testing. The ra and rv leads are non-boston scientific products. The device remains in service. No adverse patient effects.

Event description:
It was reported that this implantable pacemaker recorded noise oversensing, marking the noise as atrial flutter. As the r-waves were large, the sensitivity was re-programmed. The patient will continue to be monitored. Additional information received indicates the noise is showing in both the right atrial (ra) and the right ventricular (rv) leads, and there is a spike in impedance observed. Technical services (ts) discussed the potential for lead issue versus spring contact and recommended in-clinic testing to rule out a concern with the lead integrity. The lead trending does suggest a possible spring contact issue with spikes in impedance, but a lead issue cannot be ruled out without further testing. The ra and rv leads are non-boston scientific products. The device remains in service. No adverse patient effects.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.